Manufacturer narrative:
On 12-aug-2015, an fse was dispatched to the customer site to address the reported event. The fse observed no leaks, the pressure was good, the flow factor was adjusted and confirmed with the national service manager. The rt's are steady per the customers request. The g8 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a flow rate adjustment. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013.this report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007.submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported rt flags with no results and can't calibrate the new column with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant results and delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.